Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause was partially identified for the error code 216 due to corrosion on the electrical connector. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as a mechanical problem like leakage/seal, stress, deformation, or wear and tea or an environmental problem like temperature, dust or dirt, or humidity. These causes can occur between components such as the connector/coupler, electrical cable, electrical and magnetic, and imager without any design or manufacturing issue that could lead to image defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had alternating error code b30 (communication error) and error e216 (communication error) occur. The event occurred on multiple light sources during reprocessing. There were no reports of patient involvement.